Event description:
It was reported that cartridge alarm 20 occurred and continued to recur even after customer attempted to load new cartridge using proper technique, so pump could not be used to resume insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return problematic pump using prepaid label.